Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found the manual hand detector did not sense the presence of sample. The hand detector panel was replaced to resolve the issue. (B)(4).

Event description:
The customer reported a coulter lh 780 hematology analyzer was generating errors that indicated the manual sensing area was not detecting sample tubes. Later on, the customer reported a leak from the instrument. The leak was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. The customer found that tubing had disconnected from the blood sampling valve (bsv) and reattached the tubing to resolve the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.